Event description:
The hcp reported that the pump had stopped and pump memory error was noted on interrogation following an MRI at 1.5 tesla. The patient experienced increased spasticity and sedation; an alarm was also noted. The pump was reprogrammed to stop therapy and the pump was initialized as programming parameters were noted to be incorrect. After initialization, the programmed parameters were verified as correct. The patient was prescribed oral baclofen. The pump contained compounded baclofen. The patient has recovered without sequela.